Event description:
Patient had fracture of gamma nail at the lag screw hole. Non union of fracture revised to rest mod.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The broken nail and broken locking screw were classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail and locking screw were documented as faultless prior to distribution. An inspection of the implants was not possible because they were not available for investigation. Therefore the root cause of the breakage could not be determined. The customer reported a non-union. Non-unions are listed as adverse effects in the IFU and can lead to implant breakages; most likely the implants broke due to the non-union. Because no manufacturer related issues were found the case is attributed to patient conditions. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
Patient had fracture of gamma nail at the lag screw hole. Non union of fracture revised to rest mod.